Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a intramedullary nailing of a right trochanteric hip fracture, a synthes 6/9mm drill stop slipped off of the 85mm indention of synthes 6/9 stepped drill bit. The surgeon completed the surgery successfully without delay. The patient was reported to be in good condition following the procedure. This is report 1 of 1 for (B)(4).

Event description:
It was noted the surgery was completed by removing the drill stop and continuing to drill using live fluoroscopy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.023, lot 9518504: manufacturing location: (B)(4). Release to warehouse date: october 13, 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.